Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and did not clean the area prior to starting peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain, cloudy effluent, and fever. The patient was hospitalized for an unreported indication one day prior to the peritonitis diagnosis. Beginning on the day of diagnosis, the patient was treated with capime 1 gram plus vancomycin 1 gram intraperitoneally for seventeen days (frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. After a total hospitalization of eighteen days, the patient was discharged. The patient was recovered from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.